Manufacturer narrative:
The device was not received for analysis; therefore, no physical analysis of the product can be performed. The mfg batch record review confirmed that the device met all material, assembly and inspection specifications. It was reported that no product is expected to be returned for eval. Should any further relevant info become available, a follow up medwatch report will be provided.

Event description:
Mw ref # 5040084.